Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of handle cannula break.

Event description:
Note: this report pertains to one of two devices used during the same procedure. It was reported to boston scientific corporation that two trapezoid rx devices were used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2026. During the procedure, an alliance handle was used with the trapezoid rx to crush a stone approximately 0.8-1.0cm stone. The trapezoid rx successfully crushed the stone but the handle cannula broke. Another trapezoid rx was used with an alliance handle. The basket successfully crushed the stone, but the handle cannula also broke. The procedure was completed with another same device. There were no patient complications as a result of this event, and the patient's condition following procedure was stable.